Event description:
It was reported that the user experienced a low blood glucose event while using the ilet bionic pancreas and alleged the device was unsafe, with no contemporaneous device data available due to refusal to sync and insufficient information regarding device performance or components. Symptoms included hypoglycemia, irritability, and muscle weakness. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.